Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; diagnostic colour duplex ultrasound for type iiib endoleak m. A varsanik, l pocivavsek, t babrowski & r milner. Ejves vascular forum (2020) 47, 43 - 46. Https://doi.org/10.1016/j.ejvsvf.2020.04.001. If information is provided in the future, a supplemental report will be issued.

Event description:
A (B)(6) year old male patient with a history of a previous abdominal aortic aneurysm repair with a talent stent graft system, presented 15 years later with abdominal pain. The original repair was noted to be complicated with a series of various endoleaks and interventions. The patient had a history of persist type I endoleak that required the implantation of a endurant aui device followed by a femoro-femoral crossover bypass and infra-renal aortic wrap to correct. It was reported when the patient presented with the abdominal pain, they were normotensive, not tachycardic and afebrile. A cta demonstrated a stable 11 cm aneurysm with contrast extravasation and possible concern for a new endoleak that was presumed to be a type iii. Aorto-iliac cdus (colour duplex ultrasound) was performed which confirmed a type iiib endoleak. The source of the endoleak was a flow jet from the body of the right limb of the evar device. Intervention was performed and a non-mdt stent graft was implanted over the endoleak site, and a subsequent aortogram demonstrated endoleak resolution. No cause of the event was provided. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Additional information received: as per the physician, there was a type ia endoleak present which was mainly treated at another facility. The cause of the type iiib endoleak is reported to be due a defect in the fabric (device fatigue). Pt's weight updated. If information is provided in the future, a supplemental report will be issued.